Event description:
According to the facility on (B)(6) 2024, "prior to the patient being in the operating room while trying to fill the syringe with saline the bulb part was compressed and would not fill the syringe with saline. There was no patient involvement."

Manufacturer narrative:
According to the facility on (B)(6) 2024, "prior to the patient being in the operating room while trying to fill the syringe with saline the bulb part was compressed and would not fill the syringe with saline. There was no patient involvement. This occurred prior to patient contact". A device is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.